Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. This device was included in that field action. Based on the information received and without the return of the product, it could not determine this device performed as described in the field action. (B)(4).

Event description:
It was reported that the right ventricular (rv) lead defibrillator impedance was high, triggering an alert. Review of trend data shows a range of 80-100 ohms. The lead programming was changed to increase the alarm threshold to 130 ohms. The rv lead remains in use and the physician is monitoring the patient. No patient complications have been reported as a result of this event.